Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 500 (mg/dl). The customer was treated with intravenous insulin, calcium and potassium. The customer left the emergency room a few hours later feeling ill but with their bg levels stable.